Manufacturer narrative:
No conclusions can be made at this time. Device is intended to be a temporary fixation device and breakage can occur due to delayed union on non-union, as well as cyclical loading of the device overtime. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
Pt had a slim-loc plate implanted approx 10-months ago. X-ray taken approx 8-months out showed that the pt had fused and the screws in place. A follow up x-ray taken 10-months out shows that two of the four screws were broken. The pt has had no pain and the surgeon is not taking any action.